Event description:
During the investigation in manufacturer report # (B)(4) involving a software flashcard, analysis of the returned handheld device identified that the handheld was unable to establish communication with a known good wand and generator. The cause for the anomaly is associated with 3 broken wire connections in the serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
(B)(4): device failure occurred, but did not cause or contribute to death or serious injury.